Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report bleeding from inserting a sensor on (B)(6) 2013. Patient reported that the bleeding was stopped with gauze and pressure. Patient reported that the insertion left a scar. At the time of contact with dexcom technical support, patient stated that the insertion site looks bad but she is feeling ok.